Event description:
Devices returned to dow corning for identification; however, no reason for removal was given. Devices were not intact upon return to dow corning. Pt alleges one of her implant was ruptured.